Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called to report that she was hospitalized for high blood glucose levels between 590 and 600 mg/dl. Prior to the event, the customer experienced vomiting and diarrhea. Troubleshooting was performed, and the insulin pump was programmed correctly. The customer had no supplies to perform troubleshooting on the insulin pump. Nothing further was reported.